Event description:
The device was removed due to a "connector leak." As reported to co, the entire device was removed and replaced with a 2-piece inflatable penile prosthesis. 3/28/97 -upon receipt of add'l info provided by the physician/surgeon, he stated, "a fluid leak was found at the left connector."